Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: acquired deformity and impaired healing. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision reconstruction breast surgery with a 800cc mentor memorygel breast implants on both sides and was presented with left side breast implant rupture during replacement surgery with catalog number shpx790; serial number (B)(4) on the left side and with catalog number shpx790; serial number.(B)(4) on the right side on (B)(6) 2020. The patient also experienced bilateral acquired deformity, and right side impaired healing. This report is for the patient¿s right-sided device.